Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient stated her humapen (unspecified device) malfunctioned. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program, concerned a (B)(6) asian female patient. Medical history included allergic to penicillin, dust, smell and pollen. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) cartridge, via humapen unknown body type, subcutaneously, for treatment of diabetes mellitus beginning sometime in 2010 (dosage regimen was not provided). Sometime while on human insulin isophane suspension 70%/ human insulin 30% she was diagnosed with hyperthyroidism in which her neck was thick led from a diabetes complication and underwent an ultrasound. She also had a hard of hearing. On an unspecified date, the humapen unknown body type had an unspecified "malfunction" (product complaint (B)(4)/ lot unknown). In (B)(6) 2015 she was hospitalized due to high blood glucose, and her humapen unknown body type was replaced with a humapen ergo ii. Sometime in 2016, she was checked out for unspecified ocular fundus pathology/disease due to a high blood glucose. Also on an unreported date in 2016, her humapen ergo ii was not working well (product complaint (B)(4)/lot unknown), and she was given a new humapen ergo ii by a friend. In (B)(6) 2016, the second humapen ergo ii had an injection button that could not be pushed down (product complaint (B)(4)/lot unknown). On (B)(6) 2017 she had an electrocardiogram as an outpatient, but no results were provided. Information regarding corrective treatment, hospitalization dates and outcome of the events was not provided. Human insulin isophane suspension 70% human insulin 30% was ongoing. The patient was the operator of the devices, but her training status was unknown. The general duration of humapen ergo ii was just over a year. The duration of use for the humapen unknown body type was not provided. The suspect humapen ergo ii device associated with (B)(4) was in use for just over a year. The suspect humapen ergo ii device associated with (B)(4) was in use for under a year. The humapen unknown body type was not returned. The status of the remaining devices was not provided. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% treatment or to the devices. This case was cross-referenced with the following case: (B)(4) (same reporter). Update 23-jan-2017: additional information received on 13-jan-2017 from the global product complaint database added the product complaint numbers and complaint information to the case; upgraded the two humapen ergo ii devices to suspect; made the humapen unknown body type suspect for the serious high blood sugar event; added new non serious event of ocular fundus pathology/disease; and updated the narrative. Edit 26-jan-2017. Upon internal review a non-serious event of diabetic complication was added and updated age of patient from (B)(6). No additional changes were performed. Update 26-jan-2017. Information received on 25-jan-2017 in which no answer was received from attempt from follow up, so no new clinical information was added to case. Update 07-feb-2017. Additional information received from initial reporter via psp on 03-feb-2017, did not remember the diagnosis for ocular fundus disease. No new clinical information was added to case. Update 09feb2017: additional information received on 08feb2017 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 10-feb-2017: additional information received on 08feb2017 from initial reporter via psp. Physician contact information was unknown. No further information was added to the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via patient support program, concerned a (B)(6) female patient. Medical history included allergic to penicillin, dust, smell and pollen. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) cartridge, via humapen unknown body type, subcutaneously, for treatment of diabetes mellitus beginning sometime in 2010 (dosage regimen was not provided). Sometime while on human insulin isophane suspension 70%/ human insulin 30% she was diagnosed with hyperthyroidism in which her neck was thick led from a diabetes complication and underwent an ultrasound. She also had a hard of hearing. On an unspecified date, the humapen unknown body type had an unspecified "malfunction" (product complaint 3879193/ lot unknown). In (B)(6) 2015 she was hospitalized due to high blood glucose, and her humapen unknown body type was replaced with a humapen ergo ii. Sometime in 2016 she was checked out for unspecified ocular fundus pathology/disease due to a high blood glucose. Also on an unreported date in 2016, her humapen ergo ii was not working well (product complaint 3879200/lot unknown), and she was given a new humapen ergo ii by a friend. In (B)(6) 2016, the second humapen ergo ii had an injection button that could not be pushed down (product complaint 3879203/lot unknown). On (B)(6) 2017 she had an electrocardiogram as an outpatient, but no results were provided. Information regarding corrective treatment, hospitalization dates and outcome of the events was not provided. Human insulin isophane suspension 70% human insulin 30% was ongoing. The patient was the operator of the devices, but her training status was unknown. The general duration of humapen ergo ii was just over a year. The duration of use for the humapen unknown body type was not provided. The suspect humapen ergo ii device associated with 3879200 was in use for just over a year. The suspect humapen ergo ii device associated with 3879203 was in use for under a year. Device status was not provided. It was unknown if the devices would be returned. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% treatment or to the devices. This case was cross-referenced with the following case: (B)(4) (same reporter). Update 23-jan-2017: additional information received on 13-jan-2017 from the global product complaint database added the product complaint numbers and complaint information to the case; upgraded the two humapen ergo ii devices to suspect; made the humapen unknown body type suspect for the serious high blood sugar event; added new non serious event of ocular fundus pathology/disease; and updated the narrative. Edit 26-jan-2017. Upon internal review a non-serious event of diabetic complication was added and updated age of patient from (B)(6) old. No additional changes were performed. Update 26-jan-2017. Information received on 25-jan-2017 in which no answer was received from attempt from follow up, so no new clinical information was added to case.